Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on lifescan customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2016, at 1.07pm. The patient alleged that 3 sets of comparisons were made between the two meters, with the following results: a) 60mg/dl 115 mg/dl, b) 161 mg/dl 232 mg/dl , c) 221 mg/dl 321 mg/dl. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages his diabetes with insulin, and as a result of the inaccurate high readings at 1.07 pm, he administered more insulin than normal. The patient reported that at 8.20pm he developed symptoms of feeling faint, weakness, and cold sweats&#56096;he associated these symptoms with a hypoglycemic event. The patient alleges he self-treated his symptoms by consuming biscuits, water and sugar&#56205; at the time of troubleshooting the csr reported the unit of measure was set correctly, and the samples were taken from an approved sample site. The meter had not been manually set to control test, and the patient had been cleaning the sample site with an alcohol based disinfectant. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs criteria of a serious hypoglycemic event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.